Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspections noted electrocautery marks on the device casing. The ra+ setscrew was stuck in the up position and its retainer ring was bent upward. The cause of stuck setscrew and bent retainer ring is consistent with induced damage. All other setscrews moved freely and operated normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information received indicated a revision procedure took place. The device was explanted as the physician suspected an issue with the device header. The rv lead was also surgically abandoned. Another manufacturer's device and rv lead were implanted. There have been no adverse patient effects reported as a result of the revision procedure. At this time, the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) defibrillation lead were exhibiting noise. There had been one inappropriate shock delivered due to the noise. The noise was unable to be recreated. It was reported that this patient was not pacemaker dependent. The physician elected to turn the tachy mode in the device off until there has been resolution to the noise. Additional information received from the local area sales representative indicated the patient planned to be sent to a different physician for a revision procedure. At this time there is no information indicating a revision procedure has taken place. It was communicated that the patient has not presented to the other physician for follow-up.